Event description:
Complainant alleged that while attempting to treat a female pt, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.